Event description:
It was reported that the pt experienced a right mca stroke with presumed re-stenosis. While in the neuro ICU, the pt became tachycardic and hypertensive and his cardiac enzymes began to rise. A CT of the brain showed a large right hemispheric acute infarction in both mca and aca territories. He was subsequently transferred to the ccu 4 days later for further management. The pt was discharged to rehab in early dec 2005.